Event description:
The customer reported an elevated basophil (ba %) result for one patient¿s sample involving the coulter hmx hematology analyzer with autoloader. An initial result of 9.2% was obtained. Subsequent analyses of the sample, on the same instrument, recovered lower results of 0.7% which were considered correct. The original result was not released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) slowed the count time by replacing the sample line from the diff mixing chamber to the flow cell and replacing the lower sheath restrictor line. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).